Event description:
It was initially reported that a physician's (B)(4) x50 handheld device would not hold a charge. A company rep visited the site to perform troubleshooting and found that the connector to the handheld appeared to be damaged as the handheld would only charge when the cord was held a certain way. There was no evidence of the battery on the handheld was swollen and the handheld is typically stored on a desk when not in use. A replacement handheld was sent to the physician and the dell x50 handheld and flashcard were returned to the MFR for analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specs. During analysis of the handheld, it was identified that the sync connector on the bottom of the handheld was damaged. The cause for the damage to the connector could not be determined based on the returned handheld. However, based on the damaged connector, it is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.